Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited low, out of range pacing impedance and noise oversensing. It was also noted that the lead was fractured. The lead was capped and replaced on (B)(6) 2023. The patient was stable.